Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an audio anomaly. The customers blood glucose level was 304 mg/dl at the time of incident. The customer reported that the insulin pump sometime beeps and sometimes it does not and the insulin pump is currently beeping and vibrating. The insulin pump will be returned for analysis.